Manufacturer narrative:
The reported problem of the unit only displaying a flatline was unable to be duplicated by the zoll technical service dept. However, during testing, an intermittent "electrocardiogram lead off" error message on the device screen was displayed. After replacing component "k1" on the device's analog board, the device met all performance specifications.

Event description:
Complainant alleged that the staff was attempting to monitor a pt (age and gender unk) using the device with a pair of competitive brand electrodes, but the device displayed a flat line in all three leads the clinician also rec'd an "electrocardiograph leads off" error message on the device screen. The clinician was able to obtain another device to monitor the pt. There was no adverse effect on the pt as a result of the reported malfunction.